Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency could not stand up, had weight bearing difficulty, low grade fever, welts at the tops of her knees, stiffness in both legs, swelling at the tops of her knees and after few hours fell down on the floor, screaming pain. Also patient was not getting the expected relief/ not gotten relief (device ineffective). No medical history was reported. The patient had rheumatoid arthritis and takes remicade. Patient was allergic to tape, sulfa and feathers. Patient had received synvisc one injections before she did not have any problems before. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (batch/lot number and expiration date; dose: not provided) in both knees for osteoarthritis. It was reported that the patient was not getting the expected relief. This was the third year patient had synvisc one injections. This time, few hours later (five or six hours after the injections), patient got screaming pain, she was crying in agony and she fell down to the floor on the same day. On an unknown date in 2017, after unknown latency, patient could not stand up for two days, her husband had to carry her to the bathroom. Patient used a wheelchair for two days and had a low grade fever, swelling and welts at the tops of her knees on an unknown date in 2017. It was a week until she could move around at all. Patient had not gotten relief and still had to be careful going up stairs, so that her knees don't give out. Right now patient was only 90% of the way back to the level where she was even before the injections were given and still had stiffness in both legs (onset date: 2017). Before the injections she had no weight bearing issues. On the same day, in evening, patient called her doctor and took anti-inflammatory and other pain medications. Patient did not go to the emergency room to have the knees drained because she did not want to waste the expense of getting the synvisc one if the injections were removed that way. Patient got a letter from her doctor, telling her that she received the recalled synvisc one. There was nothing unusual about the procedure and nothing but the synvisc one was injected into her knees. Patient went home to rest after the procedure. Patient would like someone to contact her to let her know which microbe contaminated the synvisc one and how the contamination occurred. Corrective treatment: wheel chair for could not stand up, anti-inflammatory and other pain medications for screaming pain, not reported for weight bearing difficulty, fell down on the floor, low grade fever, welts at the tops of her knees, stiffness in both legs, stiffness in both legs outcome: recovered for could not stand up, fell down on the floor and not recovered for low grade fever, welts at the tops of her knees, stiffness in both legs, screaming pain, swelling at the tops of her knees and unknown for weight bearing difficulty a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: disability for could not stand up pharmacovigilance comment: sanofi company comment dated 27-dec-2017: this case concerns a patient who received treatment with synvisc one and later experienced difficulty in standing after falling due to pain. A significant temporal relationship can be established on the basis of reported information and hence causal role of suspect product in occurrence of the events cannot be denied. However, due to lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient. This case concerns a 69 years old female patient who received treatment with synvisc one injection and had mephylobacterium thiocyanatum contaminate in injection; one the same day, experienced bedridden / on wheelchair/ wet myself while sitting on floor, husband had to carry me /unable to climb the stairs as knees were weak and would buckle, severe entire leg cramps, cramping horribly, hot flashes and migraine; after unknown latency could not stand up / inability to stand, non-mobile/mobility was being impacted/ inability to walk , move less, weight bearing difficulty/couldn't walk on either leg/ unable to move my legs, fell down on the floor, stood up from couch and collapsed to floor on my rear, low grade fever, welts at the tops of her knees, stiffness in both legs, stiffness, lingering effects of numbness/numbness in her fingers, have a suppressed immune system as it is, screaming in agony, crying in pain, dizziness, blood disorder/iron deficiency anemia, platelets were high, screaming pain/bad pain/pain fluctuates/ extreme pain/ throbbingand cramping pain, knee pain/ excruciating pain, swelling at the tops of her knees/ended up with a huge ridge above both knees/ swelling/ large ridges/ bands developed above and around both kness and swelled tight. Also patient was not getting the expected relief/ not gotten relief/it won't work for her anymore (device ineffective). Also, the device malfunction was identified for the reported lot number. The patient had rheumatoid arthritis and takes remicade. Patient's medical history included hot flashes which stopped for her 2-3 years ago. Patient was allergic to tape, sulfa and feathers. It was reported that the patient for the past 3 years had received injections in both knees for osteoarthritis which helped with mobility and pain and had no issues the last 2 years. Patient had received synvisc one injections before she did not have any problems before (had wonderful results and it took away stiffness). On (B)(6) 2017 around 8:30 am, patient received treatment with intra- articular synvisc one injection, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020; dose: not provided) in both knees for osteoarthritis. This was the third year patient had synvisc one injections. On the same day, the patient came home and had no issues until; suddenly about 5 hours later, patient started to have severe cramps in her legs, and stood up from the couch, and collapsed to the floor on her rear. Patient had 0 strength or ability to bear weight on her knees and was not able to even move her legs. The patient wet herself when sitting on the floor, and her husband had to carry her to the bed and change her clothing. It was reported that the pain became increasing worse from her hips to her feet, cramping and throbbing and large ridges/ bands developed above and around both knees and they swelled tight. The pain was excruciating and patient was crying and became out of it with pain. Her husband arranged her in bed, feet and legs on pillows, and put ice pads on her legs and knees as the doctor had said elevation and ice should help if any issues, which may occur in some cases. Her husband had to move her legs and feet for her as patient had 0 ability to move from the hips down. Her husband gave her paracetamol (tylenol) which did not relieve the pain. Reportedly, the patient was crying in pain and he tried massaging her thighs which were cramping horribly. It was reported that the patient took pain pills which seemed to have no effect. Then the patient some pills left over from treatment for her neck in (B)(6) 2017- muscle relaxer and pain pills after talking to the gha call center when leaving a message for thedoctor to call and they said that may help. Those pills made her sleepy and with the ice and laying down patient were able to bear the pain a little. When that first dose wore off about 11:00-11:30 pm, patient woke up in screaming pain again. Her husband had to carry her to the bathroom and back to bed and put more ice on her. Patient called her nurse care coordinator from anthem and she advised after reviewing the details to call the doctor and request a call out/ call back to determine if patients should go to hospital emergency, patient did call doctor. His nurse called back and reviewed her situation and what medicines patient had taken and after consulting with the doctor again reiterated that patients could occasionally have issues, but that if it became more than patient could bear, to go to emergency to have her knees drained subside and most issues resolve gradually within 36 hours. It was discussed as patient had had 0 issues in the previous 2 years and as it relieved her knee pain and mobility and as patient had paid to have the injections and had endured this pain, patient hated to undue it and go to the hospital and have more pain to remove the gel with no benefits and doctor's nurse reiterated to play it by ear then and if not better in 2- 3 days and if no pain relief and patient could not bear it, go to emergency. Patient also should start taking anti- inflammatory medicine, as naproxen, as obvious inflammation and swelling in her knees. As patient did not have red stripes on her legs, it was not deemed life threatening at that point and there was no reason to think that there was anything extraordinary as her 3rd year taking the injections. Her insurance also does not pay for emergency visits unless it is an issue of your life being threatened. The anthem nurse checked up on her and the doctor's office checked back as well over the next 2 days. On unknown date in 2017, after unknown latency, patient could not stand up for two days, her husband had to carry her to the bathroom. On unknown dates in 2017, after unknown latencies, patient had a low grade fever, swelling and welts at the tops of her knees. It was reported that the patient was in a wheel chair continuously for 3 days if out of bed and unable to stand, move her legs. The pain continued but became gradually less over the course of the next 3 days and patient felt a little better every day. Patient used the wheel chair the next couple of days if moving about the house. Her husband had to still care for her going to the restroom, lift her on and off the wheelchair, which was really difficult and frightening, and they were not trained for this, did not have accessibility accommodations, and it was difficult for her husband to perform all care her. By the weekend, patient was able to lift her out of a chair and stand up, then have her husband walk her where patient needed to go, to a chair, or the bathroom. Patient could not walk without holding onto him. After 7-8 days patient was better, still stiff, and knees still had a smaller hard ridge over the top, as well as cracked and popped constantly, and patient was not able to climb the stairs as knees were weak and would buckle. After that, patient gradually improved to about 90% of where patient was before the injections, and was, within 2 weeks, able to get around, holding her husband's arm if walking outside. The patient was still about 90%, as of today, some sporadic pain and stiffness, cracking in her knees and difficulty/pain still in climbing stairs- 1 stair at a time, holding the rail. During the 2nd week after the injections, about 8-9 days after, patient had an episode where patient was really agitated and breathing heavy, like patient was having a panic attack. Patient was up all night and could not rest. After that, patient started having periodic hot flashes. With the 1st hot flash, patient woke up dripping wet and had to get up and change. The others were milder but patient was still having them occasionally- as 1-2 times a week, but they subside more quickly and patient was less hot. With this patient also occasionally have migraines. Patient did occasionally get migraines, but they seemed triggered by the sleep issues, so the patient was having more frequently. Patient have had 2 sessions of a constant medium grade migraine for 3 days running, which is not us 1st multiple days one since the injections. The total days patient had been affected and required migraine medication since the injections has been 9-10 where patient might have 1 migraine episode a month normally. Also, patient had blood test from her doctor on 11-dec-2017. Patient had changes in border line low hemoglobin and hemocrit levels and high platelets. This was not normal for her. The patient received a letter dated 13-dec-2017 from, doctor de lorenzo's office with an attached letter from sanofi genzyme dated 04-dec-2017 advising that they had recalled lot 7rsl021 of synvisc-one (hylan g-f20) and that the patient had received and that use should be immediately discontinued and patients who had received the lot should be notified. The patient's concern was any long term lingering or future affects to receive the injections as well as no relief, being actually worse than patient was to start with. The patient called doctor de lorenzo's office on receiving the letter and talked with the nurse who advised to call the pharmaceutical company as they really had no additional information other than what was in the letter. The patient called sanofi genzyme and talked to margery. She advised that due to a higher number of negative feedback, they had recalled the medicine patient had injected and that some of the complications did involve not being able to bear weight. She advised that the investigation had just started and they knew it was a microbial contamination but had not identified of what as the strain. She advised that patient may get a letter asking for more details and that they did not normally reach out to patients, but patient could call back in to see if there were any updates. She advised to call her doctor and see if he wanted to treat her for anything. Patient sent I chart to her doctor asking if he recommended anything. He advised unless additional severe reactions just use normal medications and ice/ hot packs as needed. It was reported that the patient did not read her blood results until 27-dec-2017 on I chart from gha. In looking on line it indicated blood disorders or anemia. Patient sent a I chart to her doctor requesting to review this as well. On 27-dec-2017, patient checked back with sanofi genzyme and was advised there was an update. It was reported that the contaminant was identified as an airborne, mephylobacterium thiocyanatum. No long term affects or other updates were included but patient could continue to check back. Her condition was discussed and patient advised that her pain levels in her knees were 30% average (which was low if lying down and high if climbing stairs) and that patient was still only about 90% of where patient was before the injections. It was mentioned by sanofi genzyme team that effects from the bacterium could be worse for patients who have suppressed immunity and patient had advised them that patient do, due to rheumatoid arthritis. There was no pre- disclosure or warning on this aspect. The patient still had lingering effects, more pain than before the injections, still periodic migraines. It was reported that the patient missed 3 days work during the episode, had to take pto that patient had saved for christmas. The patient requested to advise if there had been any additional determinations on long term affect or how the medicine became contaminated. Corrective treatment: wheelchair for bedridden / on wheelchair/ wet myself while sitting on floor, husband had to carry me /unable to climb the stairs as knees were weak and would buckle, could not stand up / inability to stand and non-mobile/mobility was being impacted/ inability to walk , move less; anti-inflammatory and other pain medications, narcotics for screaming pain/bad pain/pain fluctuates; iron and b-12 for blood disorder/iron deficiency anemia; paracetamol (tylenol), naproxen and ice pack for severe entire leg cramps, cramping horribly, device malfunction; massaging thighs for severe entire leg cramps, cramping horribly and screaming in agony, crying in pain; not reported for rest of the events outcome: recovered for fell down on the floor, stood up from couch and collapsed to floor on my rear, could not stand up / inability to stand, fell down on the floor; not recovered for low grade fever, welts at the tops of her knees, screaming pain/bad pain/pain fluctuates/ extreme pain/ throbbingand cramping pain, knee pain/ excruciating pain, swelling at the tops of her knees/ended up with a huge ridge above both knees/ swelling/ large ridges/bands developed above and around both knees and swelled tight; recovering /resolving for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 51476 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for could not stand up / inability to stand and non-mobile/mobility was being impacted, non-mobile/mobility was being impacted/ inability to walk, move less; important medical event for mephylobacterium thiocyanatum contaminate in injection additional information was received on (B)(6) 2017 from the patient. The additional events of nonmobile/ mobility was being impacted, have a suppressed immune system as it is, screaming in agony, dizziness, lingering effects of numbness/numbness in her fingers, stiff in the morning, blood disorder/iron deficiency anemia and platelets were high were added with details. The symptoms of hemoglobin lower and hematocrit low were added. The event term was updated from "weight bearing difficulty" to "weight bearing difficulty/couldn't walk on either leg", from "screaming pain" to "screaming pain/bad pain/pain fluctuates", from "swelling at the tops of her knees" to "swelling at the tops of her knees/ended up with a huge ridge above both knees" and from "not getting the expected relief/ not gotten relief" to "not getting the expected relief/ not gotten relief/it won't work forheranymore". Clinical course updated. Text was amended accordingly. Additional information was received on 30-jan-2018. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on 06-mar-2018 from the patient. Batch/lot number and expiration date were added. Event verbatim of could not stand up was updated to could not stand up / inability to stand; for nonmobile/ mobility was being impacted was updated to non-mobile/mobility was being impacted/ inability to walk, move less; for weight bearing difficulty/couldn't walk on either leg was updated to weight bearing difficulty/couldn't walk on either leg/ unable to move my legs; for fell down on the floor was updated to fell down on the floor, stood up from couch and collapsed to floor on my rear; for stiffness in both legs was updated to stiffness in both legs, stiffness; for screaming in agony was updated to screaming in agony, crying in pain; for screaming pain/bad pain/pain fluctuates was updated to screaming pain/bad pain/pain fluctuates/ extreme pain/ throbbing and cramping pain, knee pain/ excruciating pain; for swelling at the tops of her knees/ended up with a huge ridge above both knees was updated to swelling at the tops of her knees/ended up with a huge ridge above both knees/ swelling/ large ridges/bands developed above and around both knees and swelled tight. Additional events of mephylobacterium thiocyanatum contaminate in injection, device malfunction, bedridden / on wheelchair/ wet myself while sitting on floor, husband had to carry me /unable to climb the stairs as knees were weak and would buckle, severe entire leg cramps, cramping horribly, hot flashes and migraine were added with details. Outcome for the event of stiffness in both legs, stiffness was updated from not recovered to recovering. Patient's clinical course was updated and text was amended accordingly. Additional information was received on 14-mar-2018. Investigation summary updated with new information. Text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 14-mar-2018:the follow up received does not change the previous assessment of the case. This case concerns a patient who received treatment with synvisc one and later experienced difficulty in standing , methylobacterium infection , falling due to pain. A significant temporal realstionship can be established on the basis of reported information and hence causal role of suspect product in occurrence of the events cannot be denied. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 19-dec-2017 from patient. This case concerns a 69 years old female patient who received treatment with synvisc one injection and had methylobacterium thiocyanatum contaminate in injection; one the same day, experienced bedridden / on wheelchair/ wet myself while sitting on floor, husband had to carry me /unable to climb the stairs as knees were weak and would buckle, severe entire leg cramps, cramping horribly, hot flashes and migraine; after unknown latency could not stand up / inability to stand, non-mobile/mobility was being impacted/ inability to walk , move less, weight bearing difficulty/couldn't walk on either leg/ unable to move my legs, fell down on the floor, stood up from couch and collapsed to floor on my rear, low grade fever, welts at the tops of her knees, stiffness in both legs, stiffness, lingering effects of numbness/numbness in her fingers, have a suppressed immune system as it is, screaming in agony, crying in pain, dizziness, blood disorder/iron deficiency anemia, platelets were high, screaming pain/bad pain/pain fluctuates/ extreme pain/ throbbing and cramping pain, knee pain/ excruciating pain, swelling at the tops of her knees/ended up with a huge ridge above both knees/ swelling/ large ridges/ bands developed above and around both knees and swelled tight. Also patient was not getting the expected relief/ not gotten relief/it won't work for her anymore (device ineffective). Also, the device malfunction was identified for the reported lot number. The patient had rheumatoid arthritis and takes remicade. Patient's medical history included hot flashes which stopped for her 2-3 years ago. Patient was allergic to tape, sulfa and feathers. It was reported that the patient for the past 3 years had received injections in both knees for osteoarthritis which helped with mobility and pain and had no issues the last 2 years. Patient had received synvisc one injections before she did not have any problems before (had wonderful results and it took away stiffness). On (B)(6) 2017 around 8:30 am, patient received treatment with intra- articular synvisc one injection, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020; dose: not provided) in both knees for osteoarthritis. This was the third year patient had synvisc one injections. On the same day, the patient came home and had no issues until; suddenly about 5 hours later, patient started to have severe cramps in her legs, and stood up from the couch, and collapsed to the floor on her rear. Patient had 0 strength or ability to bear weight on her knees and was not able to even move her legs. The patient wet herself when sitting on the floor, and her husband had to carry her to the bed and change her clothing. It was reported that the pain became increasing worse from her hips to her feet, cramping and throbbing and large ridges/ bands developed above and around both knees and they swelled tight. The pain was excruciating and patient was crying and became out of it with pain. Her husband arranged her in bed, feet and legs on pillows, and put ice pads on her legs and knees as the doctor had said elevation and ice should help if any issues, which may occur in some cases. Her husband had to move her legs and feet for her as patient had 0 ability to move from the hips down. Her husband gave her paracetamol (tylenol) which did not relieve the pain. Reportedly, the patient was crying in pain and he tried massaging her thighs which were cramping horribly. It was reported that the patient took pain pills which seemed to have no effect. Then the patient some pills left over from treatment for her neck in (B)(6) 2017- muscle relaxer and pain pills after talking to the gha call center when leaving a message for the doctor to call and they said that may help. Those pills made her sleepy and with the ice and laying down patient were able to bear the pain a little. When that first dose wore off about 11:00-11:30 pm, patient woke up in screaming pain again. Her husband had to carry her to the bathroom and back to bed and put more ice on her. Patient called her nurse care coordinator from anthem and she advised after reviewing the details to call the doctor and request a call out/ call back to determine if patients should go to hospital emergency, patient did call doctor. His nurse called back and reviewed her situation and what medicines patient had taken and after consulting with the doctor again reiterated that patients could occasionally have issues, but that if it became more than patient could bear, to go to emergency to have her knees drained subside and most issues resolve gradually within 36 hours. It was discussed as patient had 0 issues in the previous 2 years and as it relieved her knee pain and mobility and as patient had paid to have the injections and had endured this pain, patient hated to undue it and go to the hospital and have more pain to remove the gel with no benefits and doctor's nurse reiterated to play it by ear then and if not better in 2- 3 days and if no pain relief and patient could not bear it, go to emergency. Patient also should start taking anti- inflammatory medicine, as naproxen, as obvious inflammation and swelling in her knees. As patient did not have red stripes on her legs, it was not deemed life threatening at that point and there was no reason to think that there was anything extraordinary as her 3rd year taking the injections. Her insurance also does not pay for emergency visits unless it is an issue of your life being threatened. The anthem nurse checked up on her and the doctor's office checked back as well over the next 2 days. On unknown date in 2017, after unknown latency, patient could not stand up for two days, her husband had to carry her to the bathroom. On unknown dates in 2017, after unknown latencies, patient had a low grade fever, swelling and welts at the tops of her knees. It was reported that the patient was in a wheel chair continuously for 3 days if out of bed and unable to stand, move her legs. The pain continued but became gradually less over the course of the next 3 days and patient felt a little better every day. Patient used the wheel chair the next couple of days if moving about the house. Her husband had to still care for her going to the restroom, lift her on and off the wheelchair, which was really difficult and frightening, and they were not trained for this, did not have accessibility accommodations, and it was difficult for her husband to perform all care her. By the weekend, patient was able to lift her out of a chair and stand up, then have her husband walk her where patient needed to go, to a chair, or the bathroom. Patient could not walk without holding onto him. After 7-8 days patient was better, still stiff, and knees still had a smaller hard ridge over the top, as well as cracked and popped constantly, and patient was not able to climb the stairs as knees were weak and would buckle. After that, patient gradually improved to about 90% of where patient was before the injections, and was, within 2 weeks, able to get around, holding her husband's arm if walking outside. The patient was still about 90%, as of today, some sporadic pain and stiffness, cracking in her knees and difficulty/pain still in climbing stairs- 1 stair at a time, holding the rail. During the 2nd week after the injections, about 8-9 days after, patient had an episode where patient was really agitated and breathing heavy, like patient was having a panic attack. Patient was up all night and could not rest. After that, patient started having periodic hot flashes. With the 1st hot flash, patient woke up dripping wet and had to get up and change. The others were milder but patient was still having them occasionally- as 1-2 times a week, but they subside more quickly and patient was less hot. With this patient also occasionally have migraines. Patient did occasionally get migraines, but they seemed triggered by the sleep issues, so the patient was having more frequently. Patient have had 2 sessions of a constant medium grade migraine for 3 days running, which is not us 1st multiple days one since the injections. The total days patient had been affected and required migraine medication since the injections has been 9-10 where patient might have 1 migraine episode a month normally. Also, patient had blood test from her doctor on (B)(6) 2017. Patient had changes in border line low hemoglobin and hematocrit levels and high platelets. This was not normal for her. The patient received a letter dated (B)(6) 2017 from, doctor (B)(6) office with an attached letter from (B)(6) dated (B)(6) 2017 advising that they had recalled lot 7rsl021 of synvisc-one (hylan g-f20) and that the patient had received and that use should be immediately discontinued and patients who had received the lot should be notified. The patient's concern was any long term lingering or future affects to receive the injections as well as no relief, being actually worse than patient was to start with. The patient called doctor (B)(6) office on receiving the letter and talked with the nurse who advised to call the pharmaceutical company as they really had no additional information other than what was in the letter. The patient called sanofi genzyme and talked to (B)(6). She advised that due to a higher number of negative feedback, they had recalled the medicine patient had injected and that some of the complications did involve not being able to bear weight. She advised that the investigation had just started and they knew it was a microbial contamination but had not identified of what as the strain. She advised that patient may get a letter asking for more details and that they did not normally reach out to patients, but patient could call back in to see if there were any updates. She advised to call her doctor and see if he wanted to treat her for anything. Patient sent I chart to her doctor asking if he recommended anything. He advised unless additional severe reactions just use normal medications and ice/ hot packs as needed. It was reported that the patient did not read her blood results until (B)(6) 2017 on I chart from gha. In looking on line it indicated blood disorders or anemia. Patient sent a I chart to her doctor requesting to review this as well. On (B)(6) 2017, patient checked back with sanofi genzyme and was advised there was an update. It was reported that the contaminant was identified as an airborne, methylobacterium thiocyanatum. No long term affects or other updates were included but patient could continue to check back. Her condition was discussed and patient advised that her pain levels in her knees were 30% average (which was low if lying down and high if climbing stairs) and that patient was still only about 90% of where patient was before the injections. It was mentioned by sanofi genzyme team that effects from the bacterium could be worse for patients who have suppressed immunity and patient had advised them that patient do, due to rheumatoid arthritis. There was no pre- disclosure or warning on this aspect. The patient still had lingering effects, more pain than before the injections, still periodic migraines. It was reported that the patient missed 3 days work during the episode, had to take pto that patient had saved for christmas. The patient requested to advise if there had been any additional determinations on long term affect or how the medicine became contaminated. Corrective treatment: wheelchair for bedridden / on wheelchair/ wet myself while sitting on floor, husband had to carry me /unable to climb the stairs as knees were weak and would buckle, could not stand up / inability to stand and non-mobile/mobility was being impacted/ inability to walk , move less; anti-inflammatory and other pain medications, narcotics for screaming pain/bad pain/pain fluctuates; iron and b-12 for blood disorder/iron deficiency anemia; paracetamol (tylenol), naproxen and ice pack for severe entire leg cramps, cramping horribly, device malfunction; massaging thighs for severe entire leg cramps, cramping horribly and screaming in agony, crying in pain; not reported for rest of the events outcome: recovered for fell down on the floor, stood up from couch and collapsed to floor on my rear, could not stand up / inability to stand, fell down on the floor; not recovered for low grade fever, welts at the tops of her knees, screaming pain/bad pain/pain fluctuates/ extreme pain/ throbbing and cramping pain, knee pain/ excruciating pain, swelling at the tops of her knees/ended up with a huge ridge above both knees/ swelling/ large ridges/bands developed above and around both knees and swelled tight; recovering /resolving for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for could not stand up / inability to stand and non-mobile/mobility was being impacted, non-mobile/mobility was being impacted/ inability to walk, move less; important medical event for methylobacterium thiocyanatum contaminate in injection. Additional information was received on 27-dec-2017 from the patient. The additional events of nonmobile/ mobility was being impacted, have a suppressed immune system as it is, screaming in agony, dizziness, lingering effects of numbness/numbness in her fingers, stiff in the morning, blood disorder/iron deficiency anemia and platelets were high were added with details. The symptoms of hemoglobin lower and hematocrit low were added. The event term was updated from "weight bearing difficulty" to "weight bearing difficulty/couldn't walk on either leg", from "screaming pain" to "screaming pain/bad pain/pain fluctuates", from "swelling at the tops of her knees" to "swelling at the tops of her knees/ended up with a huge ridge above both knees" and from "not getting the expected relief/ not gotten relief" to "not getting the expected relief/ not gotten relief/it won't work for her anymore". Clinical course updated. Text was amended accordingly. Additional information was received on 30-jan-2018. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on 06-mar-2018 from the patient. Batch/lot number and expiration date were added. Event verbatim of could not stand up was updated to could not stand up / inability to stand; for nonmobile/ mobility was being impacted was updated to non-mobile/mobility was being impacted/ inability to walk, move less; for weight bearing difficulty/couldn't walk on either leg was updated to weight bearing difficulty/couldn't walk on either leg/ unable to move my legs; for fell down on the floor was updated to fell down on the floor, stood up from couch and collapsed to floor on my rear; for stiffness in both legs was updated to stiffness in both legs, stiffness; for screaming in agony was updated to screaming in agony, crying in pain; for screaming pain/bad pain/pain fluctuates was updated to screaming pain/bad pain/pain fluctuates/ extreme pain/ throbbing and cramping pain, knee pain/ excruciating pain; for swelling at the tops of her knees/ended up with a huge ridge above both knees was updated to swelling at the tops of her knees/ended up with a huge ridge above both knees/ swelling/ large ridges/bands developed above and around both knees and swelled tight. Additional events of methylobacterium thiocyanatum contaminate in injection, device malfunction, bedridden / on wheelchair/ wet myself while sitting on floor, husband had to carry me /unable to climb the stairs as knees were weak and would buckle, severe entire leg cramps, cramping horribly, hot flashes and migraine were added with details. Outcome for the event of stiffness in both legs, stiffness was updated from not recovered to recovering. Patient's clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 06-mar-2018::the follow up received does not change the previous assessment of the case. This case concerns a patient who received treatment with synvisc one and later experienced difficulty in standing , methylobacterium infection , falling due to pain. A significant temporal relationship can be established on the basis of reported information and hence causal role of suspect product in occurrence of the events cannot be denied. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 19-dec-2017 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency could not stand up, non-mobile/mobility was being impacted, weight bearing difficulty/couldn't walk on either leg, fell down on the floor, low grade fever, welts at the tops of her knees, stiffness in both legs, lingering effects of numbness/numbness in my fingers, have a suppressed immune system as it is, screaming in agony, dizziness, blood disorder/iron deficiency anemia, platelets were high, screaming pain/ bad pain/pain fluctuates, swelling at the tops of her knees/ended up with a huge ridge above both knees and stiff in the morning. Also patient was not getting the expected relief/ not gotten relief/it won't work for me anymore (device ineffective). No medical history was reported. The patient had rheumatoid arthritis and takes remicade. Patient was allergic to tape, sulfa and feathers. Patient had received synvisc one injections before she did not have any problems before (had wonderful results and it took away stiffness). On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, once (batch/lot number and expiration date; dose: not provided) in both knees for osteoarthritis. It was reported that the patient was not getting the expected relief. This was the third year patient had synvisc one injections. This time, few hours later (five or six hours after the injections), patient got screaming pain, she was crying in agony and she fell down to the floor on the same day. On an unknown date in 2017, after unknown latency, patient could not stand up for two days, her husband had to carry her to the bathroom. Patient used a wheelchair for two days and had a low grade fever, swelling and welts at the tops of her knees on an unknown date in 2017. It was a week until she could move around at all. Patient had not gotten relief and still had to be careful going up stairs, so that her knees don't give out. Right now patient was only 90% of the way back to the level where she was even before the injections were given and still had stiffness in both legs (onset date: 2017). Before the injections she had no weight bearing issues. On the same day, in evening, patient called her doctor and took anti-inflammatory and other pain medications. Patient did not go to the emergency room to have the knees drained because she did not want to waste the expense of getting the synvisc one if the injections were removed that way. Patient got a letter from her doctor, telling her that she received the recalled synvisc one. There was nothing unusual about the procedure and nothing but the synvisc one was injected into her knees. Patient went home to rest after the procedure. Patient would like someone to contact her to let her know which microbe contaminated the synvisc one and how the contamination occurred. It was reported that the patient had blood tests after synvisc one was injected. The patient never had fluid taken off knee and cultured so I did not know if she had the bacteria or not. On an unknown date in 2017, the patient's platelets were high and hemoglobin and hematocrit were lower. It caused a blood disorder/iron deficiency anemia (event onset date: 2017; latency: unknown). It was reported that the patient might take antibiotics to get system back to normal along with iron and b-12. On an unknown date in 2017, after unknown latency the patient had dizziness and numbness in fingers and was told that this was common with blood changes. I had this done on (B)(6) 2017 in both knees and ended up with a huge ridge above both knees. I had a long knot. On an unknown date in 2017, the patient couldn't walk on either leg. It was reported that the patient still had lingering effects of numbness. On an unknown date in 2017, after unknown latency, the patient had suppressed immune system as it was. On an unknown date in 2017, the patient was screaming in agony and was in bad pain and on narcotics. It was reported that the patient slept for a couple days and the pain ebbed off. The patient's doctor told that if she was not getting better in a week that she should go to the hospital to have both knees drained. The patient knew that she had a unique reaction and did not want to pay money to have it taken out. So she never went to the hospital. It was reported that the patient was much better. On an unknown date in 2017, the patient was non-mobile and wheelchair bound. The patient was having stiffness in knees and mobility was being impacted. It was reported that the patient was not getting better now. It was reported that in 2017, after having such a negative effect, she was afraid that it won't work for her anymore. It was reported that the patient was 10% worse than she was before it was reported that the pain fluctuates. On an unknown date in 2017, after unknown latency the patient was stiff in the morning and pain was at about 30%. It was reported that with arthritis, she had higher pain tolerance. It was reported that numbness continued to get better. The patient was hoping that the contamination didn't take away from the good that the synvisc-one that was left in knee could do. Corrective treatment: wheelchair for could not stand up and non-mobile/mobility was being impacted; antiinflammatory and other pain medications, narcotics for screaming pain/bad pain/pain fluctuates; iron and b-12 for blood disorder/iron deficiency anemia; not reported for weight bearing difficulty/couldn't walk on either leg, fell down on the floor, low grade fever, welts at the tops of her knees, stiffness in both legs, lingering effects of numbness/numbness in my fingers, have a suppressed immune system as it is, screaming in agony, dizziness, platelets were high, swelling at the tops of her knees/ended up with a huge ridge above both knees, stiff in the morning and not getting the expected relief/ not gotten relief/it won't work for me anymore. Outcome: recovered for could not stand up, fell down on the floor; recovering for non-mobile/mobility was being impacted, lingering effects of numbness/numbness in my fingers, have a suppressed immune system as it is, screaming in agony, dizziness, blood disorder/iron deficiency anemia, platelets were high, stiff in the morning; not recovered for low grade fever, welts at the tops of her knees, stiffness in both legs, screaming pain/bad pain/pain fluctuates, swelling at the tops of her knees/ended up with a huge ridge above both knees; unknown for weight bearing difficulty/couldn't walk on either leg, a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: disability for could not stand up and non-mobile/mobility was being impacted, additional information was received on 27-dec-2017 from the patient. The additional events of nonmobile/ mobility was being impacted, have a suppressed immune system as it is, screaming in agony, dizziness, lingering effects of numbness/numbness in my fingers, stiff in the morning, blood disorder/iron deficiency anemia and platelets were high were added with details. The symptoms of hemoglobin lower and hematocrit low were added. The event term was updated from "weight bearing difficulty" to "weight bearing difficulty/couldn't walk on either leg", from "screaming pain" to "screaming pain/bad pain/pain fluctuates", from "swelling at the tops of her knees" to "swelling at the tops of her knees/ended up with a huge ridge above both knees" and from "not getting the expected relief/ not gotten relief" to "not getting the expected relief/ not gotten relief/it won't work for me anymore". Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 27-dec-2017: this case concerns a patient who received treatment with synvisc one and later experienced difficulty in standing after falling due to pain. A significant temporal realstionship can be established on the basis of reported information and hence causal role of suspect product in occurrence of the events cannot be denied. However, due to lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 19-dec-2017 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency could not stand up, non-mobile/mobility was being impacted, weight bearing difficulty/couldn't walk on either leg, fell down on the floor, low grade fever, welts at the tops of her knees, stiffness in both legs, lingering effects of numbness/numbness in my fingers, have a suppressed immune system as it is, screaming in agony, dizziness, blood disorder/iron deficiency anemia, platelets were high, screaming pain/ bad pain/pain fluctuates, swelling at the tops of her knees/ended up with a huge ridge above both knees and stiff in the morning. Also patient was not getting the expected relief/ not gotten relief/it won't work for me anymore (device ineffective). No medical history was reported. The patient had rheumatoid arthritis and takes remicade. Patient was allergic to tape, sulfa and feathers. Patient had received synvisc one injections before she did not have any problems before (had wonderful results and it took away stiffness). On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, once (batch/lot number and expiration date; dose: not provided) in both knees for osteoarthritis. It was reported that the patient was not getting the expected relief. This was the third year patient had synvisc one injections. This time, few hours later (five or six hours after the injections), patient got screaming pain, she was crying in agony and she fell down to the floor on the same day. On an unknown date in 2017, after unknown latency, patient could not stand up for two days, her husband had to carry her to the bathroom. Patient used a wheelchair for two days and had a low grade fever, swelling and welts at the tops of her knees on an unknown date in 2017. It was a week until she could move around at all. Patient had not gotten relief and still had to be careful going up stairs, so that her knees don't give out. Right now patient was only 90% of the way back to the level where she was even before the injections were given and still had stiffness in both legs (onset date: 2017). Before the injections she had no weight bearing issues. On the same day, in evening, patient called her doctor and took anti-inflammatory and other pain medications. Patient did not go to the emergency room to have the knees drained because she did not want to waste the expense of getting the synvisc one if the injections were removed that way. Patient got a letter from her doctor, telling her that she received the recalled synvisc one. There was nothing unusual about the procedure and nothing but the synvisc one was injected into her knees. Patient went home to rest after the procedure. Patient would like someone to contact her to let her know which microbe contaminated the synvisc one and how the contamination occurred. It was reported that the patient had blood tests after synvisc one was injected. The patient never had fluid taken off knee and cultured so I did not know if she had the bacteria or not. On an unknown date in 2017, the patient's platelets were high and hemoglobin and hematocrit were lower. It caused a blood disorder/iron deficiency anemia (event onset date: 2017; latency: unknown). It was reported that the patient might take antibiotics to get system back to normal along with iron and b-12. On an unknown date in 2017, after unknown latency the patient had dizziness and numbness in fingers and was told that this was common with blood changes. I had this done on (B)(6) 2017 in both knees and ended up with a huge ridge above both knees. I had a long knot. On an unknown date in 2017, the patient couldn't walk on either leg. It was reported that the patient still had lingering effects of numbness. On an unknown date in 2017, after unknown latency, the patient had suppressed immune system as it was. On an unknown date in 2017, the patient was screaming in agony and was in bad pain and on narcotics. It was reported that the patient slept for a couple days and the pain ebbed off. The patient's doctor told that if she was not getting better in a week that she should go to the hospital to have both knees drained. The patient knew that she had a unique reaction and did not want to pay money to have it taken out. So she never went to the hospital. It was reported that the patient was much better. On an unknown date in 2017, the patient was non-mobile and wheelchair bound. The patient was having stiffness in knees and mobility was being impacted. It was reported that the patient was not getting better now. It was reported that in 2017, after having such a negative effect, she was afraid that it won't work for her anymore. It was reported that the patient was 10% worse than she was before it was reported that the pain fluctuates. On an unknown date in 2017, after unknown latency the patient was stiff in the morning and pain was at about 30%. It was reported that with arthritis, she had higher pain tolerance. It was reported that numbness continued to get better. The patient was hoping that the contamination didn't take away from the good that the synvisc-one that was left in knee could do. Corrective treatment: wheelchair for could not stand up and non-mobile/mobility was being impacted; antiinflammatory and other pain medications, narcotics for screaming pain/bad pain/pain fluctuates; iron and b-12 for blood disorder/iron deficiency anemia; not reported for weight bearing difficulty/couldn't walk on either leg, fell down on the floor, low grade fever, welts at the tops of her knees, stiffness in both legs, lingering effects of numbness/numbness in my fingers, have a suppressed immune system as it is, screaming in agony, dizziness, platelets were high, swelling at the tops of her knees/ended up with a huge ridge above both knees, stiff in the morning and not getting the expected relief/ not gotten relief/it won't work for me anymore. Outcome: recovered for could not stand up, fell down on the floor; recovering for non-mobile/mobility was being impacted, lingering effects of numbness/numbness in my fingers, have a suppressed immune system as it is, screaming in agony, dizziness, blood disorder/iron deficiency anemia, platelets were high, stiff in the morning; not recovered for low grade fever, welts at the tops of her knees, stiffness in both legs, screaming pain/bad pain/pain fluctuates, swelling at the tops of her knees/ended up with a huge ridge above both knees; unknown for weight bearing difficulty/couldn't walk on either leg, a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for could not stand up and non-mobile/mobility was being impacted, additional information was received on 27-dec-2017 from the patient. The additional events of nonmobile/ mobility was being impacted, have a suppressed immune system as it is, screaming in agony, dizziness, lingering effects of numbness/numbness in my fingers, stiff in the morning, blood disorder/iron deficiency anemia and platelets were high were added with details. The symptoms of hemoglobin lower and hematocrit low were added. The event term was updated from "weight bearing difficulty" to "weight bearing difficulty/couldn't walk on either leg", from "screaming pain" to "screaming pain/bad pain/pain fluctuates", from "swelling at the tops of her knees" to "swelling at the tops of her knees/ended up with a huge ridge above both knees" and from "not getting the expected relief/ not gotten relief" to "not getting the expected relief/ not gotten relief/it won't work for me anymore". Clinical course updated. Text was amended accordingly. Additional information was received on 30-jan-2018. Global ptc number and ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 30-jan-2018:the follow received does not change the previous assessment of the case. This case concerns a patient who received treatment with synvisc one and later experienced difficulty in standing after falling due to pain. A significant temporal realstionship can be established on the basis of reported information and hence causal role of suspect product in occurrence of the events cannot be denied. However, due to lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.